Event description:
The customer stated that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed, and the issue was not resolved. The time on the screen was not advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the liquid crystal display board. Unable to verify the frozen display due to the blank display.